Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump was "found off during the infusion". They stated that they changed the batteries and started their infusion. That they checked the pump later and that it was turned off. They stated that they did not hear any alarm. They estimate they had a 14 hour interruption in their therapy. Mmdg did follow up with the initial reporter, and at that time they stated that the patient did not have any issues related to the delay. ((B)(4)).